Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the laparoscope gynecologic to the service center for a separate issue. During the device analysis, it indicates that a the fiber bonding in the outer tube area, distal end, was damaged, the cover glass of the insertion section was scratched, the charged coupled device was broken and noisy image was found. There was no patient involvement.